Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.(B)(4).

Event description:
It was reported that when the patient¿s healthcare provider went to refill the pump, they were expecting 4.7 ml of drug, and got nothing out of the pump except a ¿few little hints of some moisture.¿ this discrepancy was within specification. It was noted that at the last refill on (B)(6) 2013, the nurse who filled the patient ¿seemed to recall that when they were done with the fill, there was a small volume of clear liquid that came out through the insertion needle that maybe could have been drug that was not properly placed in the pump.¿ it was confirmed that the patient was getting good therapy. No patient symptoms were reported. The medication used within the system was morphine. It was previously reported in manufacturer¿s report #3007566237-2013-01508 that, the following day, the [patient was having an opioid overdose. The patient had responded to narcan x2. The patient name and serial number of the pump were not provided. It was also noted the name of the drug in the pump was not available, but it was later noted the pump was delivering morphine.] A healthcare provider later reported that the patient¿s overdose was not related to the device at all; that it was an overdose from ¿something else¿ and it had ¿nothing to do with the device or programming of the device.¿ the patient remained on a narcan drip until he was discharged. The patient had no lasting effects from the overdose, and the patient recovered without issue.